Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received a raw cannula (with cannula tip) of an used pencan 25gx4" (103mm) m. Fk-EU/ap/sa without packaging. Visual inspection: the received raw cannula was taken to a visual inspection for damages. The used pencan cannula is broken off and bent. The cannula hub was not handed over by the customer. The area of the break from shows that the cannula was bent before the break. Physical inspection: afterwards the length of the raw cannual was measured according to the drawing. Nominal: 103 mm +/- 1 mm, actual: 60 mm. In addition, the outside diameter of the pencan cannula (several areas) was measured according to drawing. Nominal-value: 0.53 mm +0.01/-0 mm, actual-value: 0.54 mm, the measured value (outside diameters) of the pencan cannula is in accordance with the specification. Summary and assessment: because the measured value is within the specification and the sample was already used, we assume of a problem during the application process. Based on the conducted investigations the tested sample is within the specification. Therefore the complaint is considered as not confirmed. Retained sample investigation: functional test: no abnormality was identified. Bending stiffness test was conducted on the retention sample of cannula tubes. Inspected item: pencan 25gx4 w.intro.-EU/ap material no.: 4502116-13xx, batch no.: 18k17h8b06. Result: 0.359 mm, specification: max 0.43 mm (thin walled tubing), span: 10.0 mm,. Test load: 7.0 n judgement: passed. Review manufacturing records: we investigated our manufacturing records of the concerned batches not any abnormality was found. Justification: this complaint was not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by (B)(4) organization in (B)(4)): needle broken off during use.